Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 6 mg/dl while wearing the pod between 4 and 24 hours. The patient was found to be unconscious and having mini strokes. The patient was treated with an IV and was intubated. The patient was released four days later. The pod was removed by the ems (emergency medical service).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.